Event description:
It was reported that a perforation was located in the mid right coronary artery (rca) with heavy calcification and heavy tortuosity. The 3.0 x 12 mm graftmaster stent was implanted. However, the proximal area of the perforation remained unsealed. A 3.0 x 16 mm graftmaster was attempted to be crossed to treat the remaining area of perforation. However, it was unable to cross due to the highly calcified and tortuous anatomy. The perforation was sealed using balloon inflations. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The graftmaster 3.0 x 16 mm is being reported under a separate medwatch report number. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), or growth of perforation during deployment. The returned device registration form stated that the stent did not cover the proximal portion of the perforation. Based on this information, it is likely that the 12 mm length graftmaster stent was shorter than the perforation length or the perforation possibly grew during deployment, contributing to the reported failure to seal the leak. The unsealed perforation was treated with additional non-surgical treatment (balloon inflations). During manufacturing, all stent delivery systems (sds) are 100% inspected for stent and foil damage as well as proper stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment including visual inspection for foil damage. A review of the device lot history record revealed no nonconforming material records for the reported lot, indication that all lot release testing results met specification. Additionally, a query of the database revealed no other incidents reported for this lot. There is no indication of a lot-specific product quality deficiency.